Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation since there was no report of port device malfunction, damage or performance issue during use. A device history record (DHR)/sterilization record review of the packaging lot could not be performed since there was no reported accurate lot number. The port was implanted into the patient more than 5 months prior to the patient's infection. There was no report of port device malfunction or performance issue during use. If the manufacturing/packaging/sterilization of the port device in question was to contribute to an infection in the patient it would have likely occurred shortly after the implant date and not more than 5 months later. Device directions for use (dfu) cautions that each access of the port should be performed using aseptic technique, following the institutions universal precautions. There is no indication from the reported complaint that the manufacturing/packaging/sterilization of the port device could have contributed to the patient's infection. Infection is cautioned in the device dfu as a potential complication of port system use. Labeling review: the direction for use (dfu) provided with the port device contains the following statements: contraindications: presence of infection, bacteremia, or septicemia. Warnings: the device is to be implanted, used, maintained and removed in accordance with current evidence-based guidance for infection prevention from agencies/organizations such as centers of disease control (cdc) or the world health organization. It is recommended that institutional policies and procedures are updated periodically to reflect current evidence-based guidelines for infection prevention. Contamination of the device may lead to injury, illness or death of the patient. Precautions: carefully read and follow all instructions prior to use. After implantation or usage of the port, the system should be flushed to clear infusates and/or blood components in order to maintain patency. If more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interaction. Potential complications: bacteremia, catheter thrombosis, catheter or port erosion through skin/vessel, death, inflammation, infection, implantation site necrosis or scarring of skin over implant area, thromboembolism, thrombophlebitis, tunnel infection, vascular thrombosis. Use and maintenance after implantation or usage of the port, the system should be flushed and locked to clear infusates and/or blood components in order to maintain patency. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint continues to be monitored for trends. Reference (B)(4).

Event description:
On or about on (B)(6) 2023, (B)(6) underwent an insertion an angiodynamics smartport port catheter product, model number: h787ct80ltbdvi0, lot number: log718309. Upon information and belief, this smartport device consisted of a port body and a polyurethane catheter. The smartport was implanted at (B)(6) hospital in (B)(6) for medication and immunotherapy treatment. (B)(6) and his health care providers used the smartport in a normal, customary, intended, and foreseeable manner, namely as a surgically placed device used to make it easier to deliver medications directly into the decedent's bloodstream. Moreover, decedent's health care providers did not place or maintain the device incorrectly such that it caused the device to "pinch off" or otherwise malfunction. On or about on (B)(6) 2023, (B)(6) presented to (B)(6) hospital in (B)(6) with complaints of fevers and chills. He remained in the hospital until on (B)(6) 2023. During this hospital stay, (B)(6) was diagnosed with an enterococcus faecalis bactermia infection with endocarditis and sepsis, which his doctors told him was caused by his smartport. While (B)(6) doctors elected not to remove his smartport at that time due to certain co-morbidities of the decedent, ongoing complications ultimately led (B)(6) physicians to remove (B)(6) smartport on (B)(6) 2024, at (B)(6) hospital. (B)(6) never fully recovered from the aforementioned injuries, and they ultimately caused his premature death on (B)(6) 2024. (B)(6) premature death was directly and proximately caused by the tortious and wrongful conduct of the defendants and the unreasonably dangerous and defective nature of his smartport, as further alleged herein.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).